Event description:
Healthcare professional reported, left side device ruptured with silicone leak. And the patch facing upwards diagnosed via ultrasound. And confirmed at surgery. The device has been explanted with a complete capsulectomy and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.